Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the duodenovideoscope tested positive for unexpected contamination. The issue was found during reprocessing of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
No new information has been provided from the customer.

Manufacturer narrative:
Updated: b5, d8, d9, h2, h3, h4, h6, h11. This report is being supplemented to provide additional information based on the results of customers¿ third-party testing, the device evaluation and the legal manufacture¿s final investigation. Despite good faith attempts the user¿s cleaning disinfection and sterilization (cds) processes were not shared. The user provided the following result of the culture test, performed at the third-party labs: 1st sampling date: (B)(6), 2025. Sampling from: unknown. Cfu: 4 cfu. Bacterial identification: enterobacter cloacae complex. 2nd sampling date: (B)(6), 2025. Sampling from: unknown. Cfu: 1 cfu. Bacterial identification: enterobacter cloacae complex. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6), 2025. Sampling from: all channels. Cfu: <1 cfu. Bacterial identification: na. The evaluation found no abnormalities that could have led to the reported event. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.